Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule partially open, visual analysis showed the handle is not intact. The deployment knob components were returned detached from the handle. Both tabs have detached from one of the deployment knob components. Despite the deployment knob components being detached from the rest of the handle, the capsule could be retracted fully by pressing down on the t-tube shell and pulling it proximally towards the end of the handle. The carriage components were returned detached from the handle. Stress marks are observed on the tabs of carriage component number 1. A further stress mark is observed on the tab of carriage component number 2. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. A 1 mm gap is present between the distal edge of the capsule and the catheter tip. The capsule appears intact with no evidence of damage. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An actuator separation will prevent loading and/or deployment through normal use. The subject device was returned and evaluated, confirming the reported separation of the actuator handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during loading of this transcatheter bioprosthetic valve, the valve was fully loaded when it was noted the blue actuator handle had separated. One of the small tabs holding the handle together had broken. The valve was removed from the device, reloaded to a second dcs, and deployed successfully. No adverse patient effects were reported.